Event description:
On (B)(6) 2014, the coil and pacing impedances were found increased above of 1000 ohms since several months. The patient was treated several times in the past by the ICD, therefore, an urgent analysis was required. Following our recommendations, the device was explanted and returned for analysis.

Event description:
On (B)(6) 2014, the coil and pacing impedances were found increased above of 1000 ohms since several months. The patient was treated several times in the past by the ICD, therefore, an urgent analysis was required. Following our recommendations, the device was explanted and returned for analysis.

Manufacturer narrative:
Preliminary analysis of the returned device confirmed it operated as specified

Event description:
On (B)(6) 2014, the coil and pacing impedances were found increased above of 1000 ohms since several months. The patient was treated several times in the past by the ICD, therefore, an urgent analysis was required. Following our recommendations, the device was explanted and returned for analysis.